Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured liner. It is further reported that on radiographic images, the head appeared to be articulating with the shell itself.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The femoral head was reported under a different manufacturer. Patient was implanted in 2008, the exact date is unknown. Concomitant medical products: unknown kinectiv stem. Device 1 of 2: reference MFR. Reports: 0001822565-2016-01899-2.

Event description:
It is reported the patient was revised due to a fractured liner. The femoral head, fractured liner and taper adapter were removed and replaced. It is further reported that on radiographic images, the head appeared to be articulating with the shell itself.

Manufacturer narrative:
Device was returned; visual inspection confirmed fracture, unable to perform dimensional evaluations due to severe damage. Review of the device history record identified no deviations or anomalies. Product was returned; no visual damage noted during inspection. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. A definitive root cause cannot be determined with the information provided.